Event description:
It was reported via repair work order that the patient right calf support was broken off at the neck portion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.